Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported failure of 'unit display was missing segments' was verified. This issue was isolated to improper seated lcd flex strip in the j8 connector on the user interface pcba. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the handheld monitor was missing display segments. Customer indicated there was no patient involvement with this event.